Manufacturer narrative:
According to available information, the doctor used the new 24cm preconnected scrotal touch implant. The tubing to the pump was too long so he had to cut some out. The device was not returned for evaluation. However, because examination of the returned components may not conclusively confirm or disprove the report of that the 24 pre-connect tubing would have been too long for this patient's anatomy, quality accepts the physician¿s observations. The tubing length specification has been validated as part of the design via clinical data and clinician feedback. The overall occurrence rate of this type of feedback remains low but will continue to be monitored. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information the doctor used the new 24cm preconnected scrotal touch implant. The tubing to the pump was too long so he had to cut some out.